Event description:
It was reported that a physician implanted the x-stop device into a patient at level l4-l5. The physician "suspected a fracture of the spinous process". Post-op, there was no change in pre-operative symptoms. No additional information was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.